Event description:
During scheduled laparoscopic paraesophageal hernia repair with 270-degree gastric fundoplication, a ligasure blade being used in operation would not retract after cutting. FDA safety report ID# (B)(4).